Event description:
The health care provider (hcp) reported that the patient had their device removed on an unknown date due to a shocking sensation. The hcp was reading medical notes from an appointment on (B)(6) 2008 and it noted the patient was doing well except that they felt the device was electrocuting them. The patient wanted to be implanted again, but did not have an hcp. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.